Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was trying to bolus when the no delivery alarm occurred. Customer's blood glucose level was in the normal range. Customer was not able to get through the priming process as she was in the rewind sequence. Customer had a no delivery alarm come up during priming. Customer stated that she just got the pump 2 weeks ago as a replacement for a pump that had an uncompromised forces sensor system alarm. Customer changed the tubing and the sites. Customer stated that it has been happening since the second day she had the pump but today it is frequent. Customer changed her set last night and had 2 no delivery alarms since then. Customer reported that the no delivery alarm was resolved by a complete set change. Customer was advised to call back if issues persist. The pump alarmed no delivery during troubleshooting. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. No further assistance needed.